Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging a test strip holder/port issue with her onetouch surestep original meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 10:00am. The patient claimed she manages her diabetes with pills and diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management. A day or 2 after the alleged issue began, the patient indicated she was feeling thirsty. In spite of her symptom, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca determined there was no misused of the subject meter and the patient was not a first time user of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptom suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k022724.